Manufacturer narrative:
A review of lot c320 was conducted. There were no nonconformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for drive tube leak/breaks; CAPA (B)(4) is already opened to investigate drive tube leak/breaks. The assessment is based on information available at the time of the investigation. The kit has not been received for investigation at the time of this report; therefore, final investigation findings are still pending.

Event description:
Customer called and reported a drive tube break during a blood prime procedure with a pediatric patient. Customer reported that they had just hooked up the patient to the instrument and received a system pressure alarm. Customer reported that she turned the instrument off to the patient at this time while the bowl re-purged. Customer reported starting the procedure back up and received another system pressure alarm. When she restarted the procedure again and the bowl spun to full speed, a loud noise was heard and a drive tube break was noticed. The patient had not been reconnected. Eighty four mil of wb was processed from the patient. Patient stable, but will not receive another treatment today. Customer shared that the patients wbc count was 7.8. And plt count was 488. Wb:ac ratio was set to 8:1 when the patient was connected to the instrument to prevent clotting. Customer reported that the instrument will be cleaned and fixed by the hospital biomed department. Customer reported that the biomed department will return kit for evaluation.